Manufacturer narrative:
The results of the return device analysis did not confirm the reported clip opening issue as the device functioned as intended. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a conclusive cause for the reported clip opening could not be determined in this incident. There is no indication of a product issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report clip opening while establishing final arm angle. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was prepared per the instructions for use and was inserted without issues. After the leaflets were grasped, it was noted the clip failed to establish final arm angle (efaa). Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. One clip was then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.